Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Customer's daughter provided glucose tablets in an attempt to address bg. Reportedly, the customer lost consciousness. Customer's daughter called an ambulance and they provided glucose paste to further address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.